Event description:
The customer reported fluid leaking from the wash station and the bottom of the unit during testing. No personnel had been exposed to biohazardous fluids, and no erroneous results had been reported. All testing had been aborted.

Manufacturer narrative:
According to customer, no erroneous results were reported. Ocd filed engineer replaced the probe and performed adjustments.(B) (4)